Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2phx2 implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2026. The hcp reported that there was not a lead fragment left implant. They confirmed on the final fluoroscopy on the replacement surgery date (B)(6) 2025.the cause of the lead fragment being still embedded in the ins was unknown. They reported that what most likely caused or contributed to this issue was that the patient verbally reported receiving an MRI and admitted to not placing the device into MRI mode.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the healthcare provider (hcp) was looking to verify what was currently implanted as the patient was needing an MRI. The hcp reported they were confused by the operative report as it mentioned a fractured lead. The hcp read from the operative report: "the interstim lead had twisted and broke off from the generator, the lead was still embedded in the area where the two are joined making the battery useless, the patient then had a new compatible interstim placed...". The agent redirected to hcp to confirm presence of abandoned product.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2phx2); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.